Manufacturer narrative:
(B)(4). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient was bleeding around the 8fr sheath and the doctor thought it was best to use the angio-seal device for the site. The sheath was removed over the wire and the angio-seal was put in the vessel in the normal manner. When deploying the device the foot was noticed to be gone and nothing came out of the sheath. Manual pressure was applied and there was less than 50 cc's of blood lost during the event. The patient's condition is guarded/critically ill. Additional information was received on 4/3/18: the procedure performed at the time of the reported complaint was a left heart cath & coronary angiography pci.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 8fr angio-seal vip device was received for product evaluation. The device was received with the arteriotomy locator and guidewire were returned. The returned component was subjected to visual analysis where a blood-like substance was found on the returned components. There was a kink in the arteriotomy locator at the blood inlet hole. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Upon this realization, the device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. He deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor. The collagen tamping mechanism and suture deployed as expected. There were no functional anomalies noted with the device. Based on the evaluation performed the complaint could be confirmed for pullout. The likely root causes for this issue is the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The anchor was able to be deployed when the proper deployment steps were followed. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.